Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/09/2016, that on (B)(6) 2016 the receiver had a low transmitter battery. There was no report of any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 08/22/2016. Complaint for a low transmitter battery could not be confirmed, however, transmitter failure was found and confirmed on 08/22/2016. The root cause was determined to be a defective transmitter post investigation. Based on the findings of a transmitter failure this is now reportable. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed. The device has no voltage and no other indication of a problem was found. The reported event of a low transmitter battery was not confirmed. A root cause could not be determined.